Manufacturer narrative:
IFU review: the IFU was reviewed and it fully instructs the user to ensure that the fishmouth is correctly oriented with respect to the renal arteries to avoid their inadverted occlusion; to manipulate the delivery device, so the proximal end of the stent graft is aligned with the renal arteries; to place the trough of the fishmouth just inferior to the distal margin of the distal renal artery and to ensure that the fishmouth will not occlude any part of the renal arteries when fully deployed. No further update is required. Risk analysis review: lombard medicals hazards risk analysis has been reviewed and renal occlusion is listed in it. No further update is required. The company has performed over (B)(4) cases to date and the current event rate for this event is within clinical expectations. There is no information to suggest device malfunction. Lombard medical now intends to close this complaint and will continue to track and trend renal occlusion events in accordance to the quality system procedures.

Event description:
The original procedure was performed on (B)(6) 2015 which was completed without endoleak. The follow-up CT, performed one week after the original procedure, showed that the stent graft partially covered the right renal artery, although it is possible to see there is contrast agent flow. On (B)(6) 2015, the company became aware that a re-intervention was performed on (B)(6) 2015 (10 days after the initial procedure) to implant a renal stent which successfully resolved the partially occluded renal artery. DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Case review (including sizing sheet and scan review where required): original evar was performed (B)(6) 2015. On completion of the surgery, the physician was aware that a renal stent may be required at a later date. The right renal artery was suspected to be partially blocked. The follow up CT scan performed one week after the original procedure confirmed that the stent graft was partially covering the right renal artery. In this case, the patient had a highly angulated neck (90 degrees), which requires care to be taken not to displace the implant when withdrawing device, as specified in lombard medical's instructions for use.